Event description:
It was reported that the patient had lost a lot of weight and that the device had shifted position. A pocket revision was scheduled. It was later reported that the device was replaced to accommodate the patient's travel schedule. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.